Event description:
It is reported that a customer found air bubbles in their reservoir compartment of their insulin pump while they were trouble shooting for a no delivery alarm as well as a motor alarm. The patient's blood glucose level was at 269 mg/dl. The customer was assisted with trouble shooting and was advised that the reservoir and infusion sets needed to be changed. The customer was reminded to always keep insulin in room temperature to prevent any issues with air bubbles. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.